Manufacturer narrative:
Height: 71 inches. Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the eakin seal stays adhered to her skin, so she picks it off with her fingernails, and as a result her skin has become red and weepy.

Manufacturer narrative:
After further review it was determined the leakage from the wafer is causing the need for early removal. The initial MDR submitted to the FDA on july 12, 2016 - MFR# 1049092-2016-00310 was reported in error. The MDR reportability has been updated from a reportable malfunction to a non-reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).